Manufacturer narrative:
The device was returned for evaluation, with no faults found the event cannot be confirmed. Visual inspection noted no defects, the returned device had the saline supply tube securely attached to the orange key. A functional test was conducted, the feed line was pulled, with moderate pressure, to attempt to disconnect it from it's pump cartridge fitting, the feed line did not disconnect with moderate pressure. Greater pressure was applied and the feed line dislodged from the pump cartridge. The feed line appears to have been correctly attached to the feed line fitting within the pump cartridge during manufacture. A review of the supplied image shows a handpiece with the saline hose detached. Although the sample received contradicts this event. A documentation review has confirmed this device met the final product specifications. The review has revealed previous instances of this nature, no manufacturing quality concerns have been observed and no open corrective actions. A probable root cause may include that great pressure was placed upon the saline tube causing the tube to become dislodge from the orange key. No manufacturing quality concerns have been observed, therefore no corrective actions are deemed necessary, smith and nephew will continue to monitor for adverse trends relating to the reported allegation.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during debridement, the connecting tube of the versajet exact assy fell off. Procedure was resumed, after a +31 minutes delay, using a back up device. No other complications reported.